Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the e-100 generator due to ongoing issues with the vessel sealer extend instrument not firing. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported issue. The e-100 generator was installed onto the test system and worked with the synchroseal instrument. The synchroseal instrument was used with a saline dipped gauze in the jaws and fired for cut/seal actions for 100 times with no issue on the e-100 generator. The root cause is attributed to mishandling/misuse when the customer was operating the e-100 generator. A procedure log review was performed. Per the review, the hysterotomy-benign procedure was performed on 23-aug-2022, on system serial sk4427. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, e-100 was not working with the vessel sealer. It is unknown if a electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with or with out a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the e-100 generator was not working with the vessel sealer instrument. The site stated that this was an ongoing issue and they were having to plug the vessel sealer instrument into the integrated electrosurgical unit (iesu). The site stated that they were seeing an e-100 error messages on their screen. The site reported that they tried power cycling, hard cycling, and replaced instruments for the e-100 but the issue persists. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.